Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 04-apr-2024 and forwarded to millyard advanced medical products, llc on 05-apr-2024. The patient reported they were currently hospitalized for reasons unrelated to their pah or pumps malfunctioning. Their first pump told them to switch to their back-up pump and is no longer turning on. They switched to their back-up pump but it did the same thing several hours later. The patient was then switched to a hospital-supplied remunity pump, with no interruption in therapy or adverse event. Logs from remote (B)(6) (paired with pump (B)(6) indicate early cassette depleted and pump failure alarms were generated around the date of the complaint. Pump (B)(6) was disassembled for further investigation and fluid ingress was observed, which caused the reported alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that two days prior to the date of the complaint, the system generated pump failure alarms. Pump (B)(6) was disassembled and fluid ingress was observed, which caused the reported alarms. The systems functioned within specification because they alarmed accurately and entered a failsafe state after alarming. No cassettes were returned, so the cause of the fluid ingress cannot be determined. No further investigation is possible.